Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Post procedure, the patient was diagnosed with transient ischemic attack. The patient was enrolled in the (B)(4) study with a 90%, ulcerated, moderately calcified lesion in the left proximal internal carotid artery. The lesion was 30mm in length and severely tortuous and the vessel was 8mm in diameter. An angioguard was placed and the lesion was pre-dilated and a precise stent was successfully implanted. The day of the procedure, after the catheterization, the patient experienced a neurological deficit of aphasia and right hemiparesis. The patient was diagnosed with a transient ischemic attack. The patient had partial recovery with minor residuals and was discharged eight days later on aspirin and clopidogrel. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes: hyperlipidemia, CABG, coronary artery disease, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15036728 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15036728. Tia is a well-known potential adverse events associated with the carotid stent implantation procedure. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information received via the cec adjudication minutes on (B)(4) 2012. The patient had additional medical history of tia. He was (B)(6). The previously reported tia was adjudicated to be an ischemic/embolic cerebrovascular accident (cva). The brain CT showed evolution to a known right temporal lobe infarct with areas of mild hemorrhagic laminar necrosis seen along the superior and posterior margins of the infarct. A carotid duplex ultrasound showed the stent to be patent. A CT scan the day after the procedure showed chronic infarcts involving the right parietal lobe, right temporal lobe and right occipital lobe. The neurology note indicated that the patient was able to elevate his right upper extremity up to shoulder level with distal weakness and mild drift compared to the left upper extremity. The right hand grip was weaker than the left and the right -sided weakness was improving. Discharge nih stroke scale score was 1 and rankin score was 0. The patient was discharged to a rehabilitation facility. At the time of the 30 day follow-up visit, stroke scores were 0. According to the investigator, the event was related to the procedure and not cordis device. Complaint conclusion: post procedure the patient was diagnosed with a tia. The patient was enrolled in the (B)(4) study with a 90%, ulcerated, moderately calcified lesion in the left proximal internal carotid artery. The lesion was 30 mm in length and severely tortuous and the vessel was 8 mm in diameter. An angioguard was placed and the lesion was pre-dilated and a precise stent was successfully implanted. The day of the procedure, after the catheterization, the patient experienced a neurological deficit of aphasia and right hemiparesis. The patient was diagnosed with a transient ischemic attack. The patient had partial recovery with minor residuals and was discharged eight days later on aspirin and clopidogrel. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes: tia hyperlipidemia, CABG, coronary artery disease, myocardial infarction and hypertension. Cec adjudication minutes indicated that the tia was an ischemic/embolic cerebrovascular accident (cva). The brain CT showed evolution to a known right temporal lobe infarct with areas of mild hemorrhagic laminar necrosis seen along the superior and posterior margins of the infarct. A carotid duplex ultrasound showed the stent to be patent. A CT scan the day after the procedure showed chronic infarcts involving the right parietal lobe, right temporal lobe and right occipital lobe. The neurology note indicated that the patient was able to elevate his right upper extremity up to shoulder level with distal weakness and mild drift compared to the left upper extremity. The right hand grip was weaker than the left and the right -sided weakness was improving. Discharge nih stroke scale score was 1 and rankin score was 0. The patient was discharged to a rehabilitation facility. At the time of the 30 day follow-up visit, stroke scores were 0. According to the investigator, the event was related to the procedure and not cordis device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event.

Event description:
The patient was diagnosed with transient ischemic attack, post procedure. The patient was enrolled in the (B)(4) study with a 90%, ulcerated, moderately calcified lesion in the left proximal internal carotid artery. The lesion was 30mm in length and severely tortuous and the vessel was 8mm in diameter. An angioguard was placed and the lesion was pre-dilated. A precise stent was successfully implanted. The patient was discharged eight days later on aspirin and clopidogrel. The day of the procedure, after the catheterization, the patient experienced a neurological deficit of aphasia and right hemiparesis. The patient was diagnosed with a transient ischemic attack. The patient had partial recovery with minor residuals.